Event description:
The pt was implanted with an advance sling. On (B)(6) 2011, another device to treat incontinence was implanted. On (B)(6) 2011, add'l info received indicates that pt had increased incontinence compared to baseline.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent.